Event description:
The customer reported that the monitor and the central station did not alarm when the pt began heart fibrillation. The pt was being monitored with the alarm source coming from plethysmograph.